Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial signals and loss of capture. Technical services (ts) was consulted and the device was reprogrammed to address the oversensing. There were discussions of a device revision at a later date but no procedure has been scheduled. This rv lead remains in service. No adverse patient effects were reported.